Manufacturer narrative:
Cup unvailable for evaluation.

Event description:
The manufacturer of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report from another country that a lens case exploded. No patient injury was reported. The lens cup is unavailable for evaluation.